Event description:
Ous MDR - this lead was capped and replaced due to high thresholds. The physician attempted to reposition the lead however tissue in the helix would not allow the screw to extend and retract properly. A new lead was implanted.

Manufacturer narrative:
12/15/2017 - we were notified that this complaint was written against the incorrect sn. There are no known complaints against this lead. This file was opened in error.